Event description:
This spontaneous report of a non serious, unlabeled event (hypoaesthesia facial) is being submitted as a 10-day report. A (B) (6) female pt reported receiving an injection of restylane injectable gel (injectable dermal filler) into the nasolabial folds on (B) (6) 2008. Anesthesia in the form of lidocaine was used pre-procedure. Medical history included prior use of restylane without difficulty and no known allergies. Concomitant medications included aspirin 325 mg by mouth daily (the pt reported not taking aspirin on the day of treatment). On the evening of (B) (6) 2008, the pt developed feeling numb on the right side of her face and nose (hypoaesthesia facial), and patchy redness (erythema). The pt reported the redness extends beyond the treatment site to across her eyebrow area. The events were ongoing as of the date this report was rec'd. The restylane lot number and expiration date were not reported.

Manufacturer narrative:
Add'l 510 (k): p040024.